Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a few years after implant. This lv lead was explanted and a new lv lead was implanted successfully as a replacement. No additional adverse patient effects were reported.